Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero difficult to disengage needle. The following information was provided by the initial reporter: there have been 3 instances where the catheter will not separate from the needle. All 20g, all in the ER, and all lot#4193548. One catheter has been sequestered at this time and they are going to keep me updated if there are any more issues. (B)(6). 1. What is the date of event? 11/1/2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred because of the event: patient required additional stick for IV placement. (B)(6). I have an update on this question after seeing the impacted product: 2. Describe any patient harm, injury, complication or negative outcome that occurred because of the event: no harm. Unable to separate the catheter from the needle. Never used on the patient.

Manufacturer narrative:
Investigation results: the complaint that the catheter would not separate from the needle was confirmed and the cause appeared to be manufacturing related. One 20ga nexiva unit from lot: 4193548 was provided for investigation. Resistance was noted when attempting to withdraw the needle through the tip shield. Debris was observed in the washer, which likely caused resistance when attempting to retract the needle. The damage was likely caused during manufacturing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.